Event description:
It was reported that the surgeon inserted a 12.1 mm micl12.1 implantable collamer lens, but the lens would not unfold in the pt's eye. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. This is the second of two lenses used on this patient - see MFR. Report #2023826-2006-01749. The pt is doing well. Another lens will be implanted at a later date.

Manufacturer narrative:
H6: evaluation codes: method - (other): lens work order search. Results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.